Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope experienced an error e216 (scope communication error code) when connected to the processor. The issue occurred during preparation of use, before the start of procedure. There was no impact to the procedure, and there were no reports of patient harm.